Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An external visual inspection showed no signs of physical damage. Functional display test failed. Upon investigation, the inverter board transformer was found to be burnt. A known good inverter board was installed and the screen became fully operational. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty select screen went blank. The patient reported that the previous treatment was completed without any complications. The patient was advised to discontinue use of the liberty select. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. The patient was advised to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications and that treatment was resumed on the replacement cycler.